Manufacturer narrative:
(B)(4).per the customer, the sample was discarded. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
A customer contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the homechoice (hc) unit. The home patient (hp) stated the supply line is not all the way pushed into the supply bag and all the solution has leaked out. The leak was due to the supply line not inserted completely to supply bag. There was no patient injury or medical intervention indicated at the time of the initial report.